Event description:
It was reported that during an embolization treatment procedure, a coil was deployed at an unintended location. The target lesion was located in the non-calcified and moderately tortuous gastroduodenal artery. The physician encountered resistance while advancing this 5mm x 8cm f-idc 2d detachable coil through a non-bsc microcatheter. The coil was extending from the tip of the microcatheter so the physician attempted to retract the coil back into the microcatheter. Due to strong resistance while retracting the coil, the physician thought the coil could possibly unravel / stretch so the physician deployed the coil at the target lesion. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was not used in accordance with the continuous flush direction and compatible catheter direction of the dfu ("in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device." And "a catheter with an inner diameter of 0.021 is to be used" and "the interlock coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade microcatheter) with one or two radiopaque (ro) tip markers. The interlocking delivery wire design allows the coil to be advanced and retracted before final placement in the vessel, thus aiding in more controlled delivery including the ability to withdraw the coil prior to deployment."). (B)(4).